Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to forcing the device through resistance when the bending portion is angulated quickly. The event can be prevented by following the instructions for use which state: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during testing of the needle in the scope outside the patient, they noticed that the needle can be utilized normally when the scope is straight. However, during the procedure when the scope is flexed to get the gland in view, an obstruction occurs. This problem repeats itself in the next patient. There were no reports of patient or user harm associated with this event. The customer stated concerns that this impacts the length of the procedure and the patient is under a longer sedation. And by deviating from the desired needle, there is a greater chance that not enough glandular tissue can be collected, so that the patient does not receive the desired care. The customer reported this event occurred with the needle model # na-u401sx-4021 but returned model # na-u403sx-4019. This report is being submitted for model # na-u403sx-4019 concerning the difficulty of deploying the needle. This event is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus and the customer¿s complaint was confirmed. The device was returned in the original outer packaging, and within the original inner packaging. The stylet was not returned. The biopsy adapter valve and syringe and stopcock did not return. Upon initial observations, there were multiple kinks along the sheath. The needle was not fully retracted when returned. There was visible dried blood along the sheath. The rotating knob was able to rotate and lock different positions. The connecting slider was able to click into both of its positions for the scope. The handle lock was able to slide and lock into positioning as intended. The distal needle tip is sharp and without any physical damage. However, when attempting to extend the needle to full extension, there is heavy resistance and the needle is only able to extend approximately 0.75 inches. The cause of this is the bunched pebax that is preventing the needle from extending out fully, as the pebax is catching on the distal hypotube. There is resistance when both extending and retracting the needle, which again, is likely attributed to the bunched pebax creating friction. Since the needle cannot be extended fully due to the bunched pebax and the kinks being present, this is likely able to confirm the initial complaint. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.